Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, 3.0x28mm and 3.5x48mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and mildly calcified left anterior descending (lad) and left circumflex (lcx) arteries. A 3.00 x 28 synergy drug-eluting stent (des) was advanced first to treat the lesion in the lad and a 3.50 x 48 synergy des was advanced to treat the lesion in the lcx. However, both stents failed to cross the lesion and the tip of the stent struts were found to be deformed when removed. The procedure was completed with another of the device. There were no patient complications reported and the patient status was stable.